Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure in the ramus artery with one xience v 2.5 x 28 mm stent and in the proximal left anterior descending artery with one 2.5 x 28 mm xience v stent. On (B)(6) 2011, the experienced respiratory arrest and expired. The death certificates lists the cause of death as respiratory failure with a secondary cause listed as parkinson's disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.